Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. Patient was treated on (B)(6) 2017 and recovered the same day. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced a foreign body discomfort. Additional medications were used as treatment. Additional information was requested.